Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device.